Event description:
On (B)(6) 2014, it was reported the powered on with audio tones, vibratory alerts, and a blank display screen after a battery change. Troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2014-product analysis:the device was returned and evaluated by product analysis on 09/30/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. The display screen powered on and was found to function within specification. There was no evidence of damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.